Manufacturer narrative:
The product is not available for investigation. Manufacturing and sterilization records were reviewed and found to be acceptable: manufacturing completed date: 30-apr-2018, sterilization date: 14-may-2018, expiration date: 23-09-2019. There are no nonconformities or anomalies related to this complaint. A review of the complaint database revealed that no similar complaints have been submitted against lot w1645. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Event description:
A user facility in (B)(6) reported that on (B)(6) 2018 there was low aspiration during the sculpting phase and fragmentation. The stable chamber was suspected to be blocked. The patient presented with oedema which resolved in one week. There were no additional complications, and the patient has fully recovered.